Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leakage from the bending section rubber, the distal end insulation was out of standard, the bending section rubber was cut, the bending section rubber glue was cracked, the image was off center, and the light guide prong mount was missing the red mark. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope had damage to the bending rubber and the stainless steel braid was showing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress, handling, or other factors. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.